Manufacturer narrative:
(B)(4). The wire was returned in a used and damages condition: a 29.7 cm portion of the proximal end of the mandril wire was returned; however, the distal 10cm portion was not returned and was reported to have been left in the patient during the centesis drainage procedure resulting in serious harm due to permanent impairment of body structure although no immediate consequences were indicated. Although no difficulty in advancing the wire was reported, the condition of the returned portion of wire was bent at least once prior to the failure. It was noted the surface of separation is not perpendicular to the longitudinal axis of the wire and there is evidence of slight curvature at the point of separation. Per quality control specifications, this wire is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections. It is difficult to determine with certainty if the wire separation occurred as a result of user technique, patient anatomy, or damage in storage or handling. We have notified the appropriate personnel and will continue to monitor this device.

Event description:
During a centesis drain procedure, upon advancing the wire to gain access, the tip broke off. The wire was left inside the patient as the physician feels its location will cause no harm to the patient. The patient did not require any additional procedures nor experience adverse effects due to this occurrence.